Event description:
It was reported to philips that the operational check failed. There was no patient involvement.

Event description:
It was reported to philips that the requested replacement of the faulty therapy pca. The customer called and spoke with a philips representative. The customer requested replacement for the faulty therapy pca. The customer was given part information for a replacement therapy pca . The customer has ordered the part. The device remains at the customer site and no further evaluation is required at this time.